Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise in the image occurred due to twisted cable unit. However, the most probable cause for scope communication error e216 and e226 was defective cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited noise in image and scope communication error e216 and e226. There was no patient involvement.